Event description:
During verification testing at the service center, it was noted that the device distal pressure sensor pin was broken.

Manufacturer narrative:
During testing, it was noted that the device distal pressor sensor pin was broken. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.